Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user's experience cannot be conclusively determined. If additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off. Olympus followed up with the user facility via telephone and in writing in an attempt to obtain more detailed information but with no result.